Event description:
It was reported that, "I noticed that one of the prongs that interdigit with the plate was broken. There were no issues with the plate or procedure.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reopened in a supplemental report.